Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. During the first service visit, the field service engineer (fse) replaced multiple parts, including the ion-selective electrode (ise) assembly, the degasser, and ordered a syringe. During a second service visit, the fse determined that there was incomplete vacuuming of the dilution vessel. After completing other troubleshooting steps, it was determined that additional parts would need to be replaced. During additional service visits, the necessary parts were replaced, and conditioning of the dilution vessel's vacuum flow path was completed. The repairs were verified by completing ise checks, calibration, qc, and patient comparisons that were successful. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 121 mmol/l, and the repeat result on another analyzer was 139 mmol/l. The questionable result was not released outside of the laboratory.